Event description:
It was reported that the catheter was broken and stuck on the wire. An angiojet solent omni was selected for use. During the procedure, a radial artery puncture and recanalization with angioplasty was performed. After positioning the 6f radial introducer, it was possible to pass the aspiration catheter to the radial artery to the graft. The pulse spray was performed and waited for 40 minutes. When aspiration of the thrombus was about to be performed, it was noticed that the catheter was entrapped on the bsc 0.035 stiff guidewire. The catheter was also observed to be fractured. The catheter and guidewire were removed together. Guidewire access was re-established, and a new angiojet solent omni catheter was advanced. However, this catheter also became entrapped on the guidewire. The procedure was completed with a new device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed severe damage included multiple bends/kinks and buckling along the entire shaft. The device was received with no guidewire inside the device. A .035 guidewire was used to attempt to pass through the device which became stuck and would not pass through the shaft tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was broken and stuck on the wire. An angiojet solent omni was selected for use. During the procedure, a radial artery puncture and recanalization with angioplasty was performed. After positioning the 6f radial introducer, it was possible to pass the aspiration catheter to the radial artery to the graft. The pulse spray was performed and waited for 40 minutes. When aspiration of the thrombus was about to be performed, it was noticed that the catheter was entrapped on the bsc 0.035 stiff guidewire. The catheter was also observed to be fractured. The catheter and guidewire were removed together. Guidewire access was re-established, and a new angiojet solent omni catheter was advanced. However, this catheter also became entrapped on the guidewire. The procedure was completed with a new device. There were no patient complications reported.